Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2024; explant date: (B)(6) 2025; UDI: (B)(4); ubd: 2025-05-16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl 1000 mcg/ml at 610 (dose) and bupivacaine 20 mg/ml at 12.2 (dose) via an implantable pump. It was reported that per the patient's report, fluid was drawn off of his abdomen, and the refilling physician had to flip the pump because it was upside down in order to be able to refill the pump. The issue was resolved at the time of the report. The pump and catheter were replaced today ((B)(6) 2025) due to the pump flipping and leaking spinal fluid. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the catheter was not completely replaced, only the pump segment was replaced. Upon opening the pocket, the pump segment showed minor shredding and therefore a new pump segment was utilized. The catheter aspirated both pre and post pump segment replacement. The rep also stated that they injected dye to ensure dye remained intact in the catheter and was in the intrathecal space.

Manufacturer narrative:
H3: 8667-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified; 8780 catheter: analysis identified a break in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.